Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-week post implant, the left ventricular (lv) lead had dislodged resulting in no capture. The physician noted that the lead was not stable after the initial implant due to a very narrow branch anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.